Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Concomitant product- femoral head/ pn 00801803201/ ln unknown, unknown stem/ pn and ln¿s unknown, unknown cup/ pn and ln¿s unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01957.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 8 years post implantation due to osteolysis and pain as well as acute lymphocytic vasculitis associated lesion, corrosion, and metallosis like symptoms. Surgeon replaced head and liner. There were no complications or delays reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.